Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining higher than expected free thyroxine (frt4) results above the normal reference range for two (2) patients' samples. The results were generated by a unicel dxi 800 access immunoassay system. Subsequent testing on an alternate instrument produced lower results, above the normal reference range but outside of the assay's stated precision claim of less than or equal to 10%. Both samples were originally run on pipettor 2 which previously had intermittent cable connection problems. Initial frt4 results were reported out of the lab. Both results were recalled and corrected. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in 5ml greiner tubes with gel and centrifuged for 10 minutes at 3000 rpm at room temperature. Specific sample type has not been supplied to date. Per the customer, frt qc had been within the customer's established ranges. Specific qc data has not been supplied to date. Additional system also has not been supplied to date. Although intermittent cable connection problems may have been a contributing factor, a definitive root cause could not be determined for this event with the data supplied to date.